Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy and that the lower rate limit was below the programmed lower rate limit. An evaluation of stored electrograms revealed the presence of external noise and inhibition of pacing.